Event description:
It was reported that a 14f amulet delivery sheath was selected for a procedure on (B)(6) 2024. During the procedure it was noted that there was difficulty inserting the device into the patient and there was difficulty advancing the device through the patient anatomy. While advancing the device over the non-abbott guidewire into the vessel, the tip of the dilator was damaged. The device was removed from the patient and replaced with a new 14f amulet delivery sheath. There were no adverse effects to the patient. The patient status was stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
It was reported that during the procedure there was difficulty inserting the device into the patient and there was difficulty advancing the device through the patient anatomy. While advancing the device over the non-abbott guidewire into the vessel, the tip of the dilator was damaged. There were no adverse effects to the patient and the patient status was reported as stable. The dilator and sheath were returned to abbott and the investigation found that there was a damaged split was noted at the tip of the dilator. No other anomalies were found. The returned sheath met the dimensional and functional specifications when analyzed using test amulet device. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the investigation findings, the dilator tip separation issue appears to be related to a potential product quality issue; therefore, an exception was initiated to further investigate this complaint. The primary root cause was related to the potential for the raw material to not homogeneously blend during the melt processing. This potential cause relating to the material characteristics of this material is the root cause of both the noted cracking and tearing.